Event description:
Customer called reporting of erroneously high co2 results and low anion gaps for multiple patient samples for a unicel dxc 880i system on (B)(6) 2011. Customer stated that the co2 acid reagent was changed the day before the event. Customer also noted that co2 calibration passed and qc was within acceptable limits before the incident. Results were reported out of the lab and samples were rerun on another instrument and results amended later that afternoon. Customer stated that there was no impact to patient treatment as a result but there were multiple erroneous results generated. Customer provided verbal results of 33 mmol/l of co2 and the rerun gave a result of 26 mmol/l for the first patient. The second patient had a result of 30 mmol/l co2 and a rerun of 26 mmol/l. Both reruns were run on a different instrument according to customer. Anion gap calculation for the first patient was 2 and 4 for the second patient. The rerun's anion gap value was not calculated for both patients because only chloride and co2 were run. Customer stated that other electrolytes were not affected and they match results on the other instrument. Beckman coulter is only aware of the two erroneous results generated which were verbally communicated by the customer.

Manufacturer narrative:
Field service engineer (fse) was dispatched and found small red pieces of rubber which resembled shavings from sample tube stopper in the electron injection cup (eic) valves. Fse proceeded to clean the valves and ports, replaced parts and ran integrity check to verify repairs. Integrity check was successfully ran and performance was verified. (B)(4).